Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red particle material on the shell and deformation. Device patch with lot number 1836136. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional left side "tiny foci of fluid signal intermixed with the silicone... Finding is non-specific, raising the possibility of, but is not definitely diagnostic of intracapsular rupture", textured to smooth exchange, "left axilla tenderness/fullness and swelling with increased pressure" but no lymphadenopathy, "salad oil sign". Physician noted the amount of fluid present was not concerning. The device was explanted and found intact.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional left side "tiny foci of fluid signal intermixed with the silicone... Finding is non-specific, raising the possibility of, but is not definitely diagnostic of intracapsular rupture", textured to smooth exchange. Physician noted the amount of fluid present was not concerning. The device remains implanted.